Manufacturer narrative:
The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the lever was returned to its original position prior to removal of the first prostyle device; however, the foot did not retract. The distal guide broke (did not separated in two pieces) and a foot separation occurred. The separated foot piece was confirmed to be outside the patient anatomy. A cuff miss [suture retrieval issue] occurred and the knot was observed above the distal guide with the second and third prostyle devices leading to a common femoral artery dissection and stent graft being deployed. All three prostyle devices used were subjected to device entrapment. There was a reported clinically significant delay in the procedure or therapy. Another puncture was made where the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f sheath and the evar procedure was completed. Reportedly, significant resistance was noted when retracting the prostyle devices. Hemostasis was achieved with the pre-placed prostyle sutures. No resistance was noted during advancement of any of the prostyle devices. The lever was returned to its original position and the foot retracted prior to removal of the second, third, fourth and fifth prostyle devices. No intervention was performed for removal of any of the prostyle devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to difficult to remove may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot separation was noted on the third prostyle device when it was removed from the anatomy. The separated foot piece was discarded. No additional information was provided.